Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating customer loaded a new cartridge with 150 units of insulin, however, insulin gauge displayed 50 units. Reportedly, customer experienced high blood glucose and mild diabetic ketoacidosis (dka).